Event description:
Procedure type: anastomosis. According to the reporter: the pt's tissues were not too thick; however, during use of the device stapled only the distal end of anastomosis and not the part at digestive level. The anastomosis had to be redone. No further info was disclosed.